Event description:
On (B)(6) 2012, during an electrophoresis run on the trugene long read tower sequencer a component of the opengene dna sequencing system, the operator used a fire retardant to extinguish an incendiary event. The event was preceded by a run that produced a current leak error warning. The lab contracted the local fire department as a precaution. No injuries were reported. No results were reported after this event occurred.

Manufacturer narrative:
For medical device reporting purposes, this event is considered closed.